Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under-responsive. It was noted that there was evidence of moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display screen. The casing was found to have cracked and a leak was found where the crack was located. Additional evidence of moisture intrusion was found on the printed circuit board when the pump casing was opened. Keypad was undamaged and no defect was found with the button contacts. The pump failed to power on and the investigation was unable to complete all the testing.